Event description:
Pt came in for kraft test blood draw. During blood draw the butterfly tubing and vacutainer became disconnected, resulting in blood leaking from tubing. The blood stained the patient's clothes and landed on their skin. The patient did not appear to be in any harm or distress, just expressed annoyance at the situation. The staff immediately stopped the blood withdraw and worked on cleaning the patient up. The butterfly was removed from their arm and the point of entrance for the needle was covered and bandaged. Blood was cleaned off the patient's arm by the staff and the patient was guided to the sink where they could wash their hands. Apologies were issued to the patient and when asked if they would like the staff to try again, the patient dismissed and instead left the clinic. The vacutainer seemed to separate as the patient was giving blood.